Event description:
This unsolicited case from united states was received on (B)(6) 2018 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after one day the patient had could not walk, both knees hurt/pain, swelling of both knees, weakness and after unknown latency patient missed one week of work/could not work for that week; also, device malfunction was identified for the reported lot number. No medical history was provided. Patient had no known diseases. Patient had no implants or prosthesis, no known allergies and never had synvisc-one prior. Patient had cortisone injections in both knees in (B)(6) of 2017. Patient only took a statin for cholesterol and a acetylsalicylic acid (baby aspirin) daily. Patient does not have diabetes. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once in both knees (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis. The next day, patient experienced pain, weakness and swelling of both knees (latency: 1 day). Patient contacted the doctor and was prescribed a non-inflammatory agent and paracetamol (tylenol). Patient was also instructed to use ice on the affected knees. Patient stated he needed to use a walker for 2.5 weeks. Patient missed one week of work. Til (B)(6) 2018, the right knee seemed to be at the preinjection status, but his left knee was still demonstrating the symptoms he experienced after the injection. Patient did not had cultures taken from the knees. Patient was not hospitalized. Corrective treatment: walker for could not walk; non-inflammatory agent, paracetamol (tylenol), ice for both knees hurt/pain and swelling of both knees; non-inflammatory agent, paracetamol for weakness; not reported for rest. Outcome: not recovered for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction ad could not walk pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information was received on 24-apr- 2018 from healthcare professional, case became medically confirmed. This unsolicited case from united states was received on 26-jan-2018 from the patient. This case concerns a 58 year old male patient who received treatment with synvisc one and after one day the patient had could not walk both knees hurt/pain/ very painful/bilateral knee pain/joint pain, swelling of both knees/ both knees swollen, weakness and rash around knee; after unknown latency patient missed one week of work/could not work for that week, tingling and numbness; also, device malfunction was identified for the reported lot number. Medical history included knee surgery torn cartilage (1980), vein therapy (2013) and double hernia (2015), hernia repair and knee arthroscopy. Patient had no known diseases. Patient had no implants or prosthesis, no known allergies and never had synvisc one prior. Patient had cortisone injections in both knees in march of 2017. Concomitant medications included a statin, acetylsalicylic acid (baby aspirin), pravastatin for cholesterol, paracetamol (tylenol pain relief) for knee pain, vitamins, citalopram, glucosamine, meloxicam and paracetamol (tylenol extended relief). Patient does not have diabetes and never smoked. Patient brother had chronic lung disease and father diabetes mellitus and heart disease. It was confirmed that the patient did not have a history of prior adverse reactions, active infections, or relevant allergies. There was no effusion, erythema or warmth, and the skin was clear prior to injection. The skin was sterilized with alcohol. Topical anesthesia was achieved with ethyl chloride. A 22 gauge needle was inserted into the bilateral knee via a lateral approach. The injection was completed without complication, and a bandage was applied. Squish test was positive. On (B)(6) 2017 , the patient initiated treatment with single intra-articular synvisc one injection, once in both knees (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis. The patient tolerated the procedure well and was instructed to avoid strenuous activity for the next 24-48 hours and to use ice, nsaids, or paracetamol (tylenol) for pain as needed. The patient was advised to call immediately with any signs of infection or allergic reaction.the next day, patient experienced pain, weakness and swelling of both knees (latency: 1 day). It was reported that the both the knees were swollen and were very painful. Patient used a walker to move about and could not walk. Patient reported that he developed swelling after the synvisc injections and was out of work for a week. He denied any fever or redness to the knees at the time. Patient described 3/10 intermittent pain. His pain increased with going up and down stairs and kneeling. Walking did give relief. Patient complained of some numbness and tingling along with weakness with his knees. Both the knees had rash around the knee. Patient contacted the doctor and was prescribed a noninflammatory agent and paracetamol (tylenol). Patient was also instructed to use ice on the affected knees. Patient stated he needed to use a walker for 2.5 weeks. Patient missed one week of work. On (B)(6) 2017 2017, patient reported muscle pain, muscle weakness, and joint pain but reports no back pain. He reported numbness and tingling but reports no seizures and no headaches. He reports no insomnia, no fever, and no chills. He reported normal vision. He reported no chest pain. He reported no shortness of breath, no sleep apnea, and no copd. He reported no fecal incontinence. He reports no incontinence. He reports no rashes. He reports no depression and no anxiety. He reports no night sweats. Till (B)(6) 2017 2018, the right knee seemed to be at the pre-injection status, but his left knee was still demonstrating the symptoms he experienced after the injection. Patient did not had cultures taken from the knees. Patient was not hospitalized. Corrective treatment: walker for could not walk; non-inflammatory agent, paracetamol (tylenol), ice for both knees hurt/pain/ very painful/bilateral knee pain/joint pain and swelling of both knees/ both knees swollen; non-inflammatory agent, paracetamol for weakness; not reported for rest outcome: unknown for rash around knee, tingling and numbness; not recovered for rest a pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction ad could not walk additional information as received on 13-feb-2018 from the patient. Medical history was added. Concomitant medications were updated. Additional event of rash was added. Event verbatim of both knees hurt/pain/ very painful and swelling of both knees/ both knees swollen was updated. Text was amended accordingly. Follow up was received on 06-mar-2018. Gptc number added. Additional information was received on 24-apr-2018 from healthcare professional. Case became medically confirmed. Event term was updated for the event of both knees hurt/pain/ very painful to both knees hurt/pain/ very painful/bilateral knee pain/joint pain. Additional events of tingling and numbness were added with details. Medical history added and concomitant medication added. Clinial course updated and text amended. Pharmacovigilance comment: sanofi company comment follow up dated 24-apr-2018: the follow-up information received doesnot alter the overall case assessment.this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 26-jan-2018 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after one day the patient had could not walk, both knees hurt/pain/ very painful, swelling of both knees/ both knees swollen, weakness and rash around knee; after unknown latency patient missed one week of work/could not work for that week; also, device malfunction was identified for the reported lot number. Medical history included knee surgery torn cartilage (1980), vein therapy (2013) and double hernia (2015). Patient had no known diseases. Patient had no implants or prosthesis, no known allergies and never had synvisc one prior. Patient had cortisone injections in both knees in (B)(6) 2017. Concomitant medications included a statin, acetylsalicylic acid (baby aspirin), pravastatin for cholesterol, paracetamol (tylenol pain relief) for knee pain and vitamins. Patient does not have diabetes. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once in both knees (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis. The next day, patient experienced pain, weakness and swelling of both knees (latency: 1 day). It was reported that the both the knees were swollen and were very painful. Patient used a walker to move about and could not walk. Both the knees ahd rash around the knee. Patient contacted the doctor and was prescribed a non-inflammatory agent and paracetamol (tylenol). Patient was also instructed to use ice on the affected knees. Patient stated he needed to use a walker for 2.5 weeks. Patient missed one week of work. Till (B)(6) 2018, the right knee seemed to be at the pre-injection status, but his left knee was still demonstrating the symptoms he experienced after the injection. Patient did not had cultures taken from the knees. Patient was not hospitalized. Corrective treatment: walker for could not walk; non-inflammatory agent, paracetamol (tylenol), ice for both knees hurt/pain/ very painful and swelling of both knees/ both knees swollen; non-inflammatory agent, paracetamol for weakness; not reported for rest outcome: unknown for rash around knee; not recovered for rest an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction ad could not walk additional information as received on 13-feb-2018 from the patient. Medical history was added. Concomitant medications were updated. Additional event of rash was added. Event verbatim of both knees hurt/pain/ very painful and swelling of both knees/ both knees swollen was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 13-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.